Event description:
User;s finger was stuck twice by broken glass from glass ampule of control. The 1st stick was more substantial (it drew blood). Finger was cleaned with soap and water. Then antibatcerial ointment and bandages were applied.